Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra meter would not turn on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 1pm on (B)(6) 2015. The patient manages their diabetes with self-adjusted insulin. The patient reported continuing to take their usual dose of 80 units of insulin (type unknown) in response to the alleged issue. The patient reported developing symptoms of ¿lightheaded, weak, dizzy and spots before eyes¿ approximately 4-5 hours later. The patient reported self-treating these symptoms with food/drink at 9:30pm on (B)(6) 2015. The patient denied testing on any other device at this time. At the time of troubleshooting the cca verified that there was no misuse of the product and that the correct test strips were being used. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury after delay in treatment after the alleged product issue began.